Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the catheter passer broke off at the place where it was inserted (just distal to) in a groove in the handle. It was the piece of the plastic that the catheter attaches to that pulls the catheter through the rod. There were no environmental/external/patient factors that may have led or contributed to the issue. There was no patient injury, but they just had to pass the catheter without it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative (rep) that the tip of the disposable subcutaneous catheter passer broke off where you put the catheter. No other information was reported.